Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters had needle safety retraction issues. The following information was provided by the initial reporter translated from dutch to english : the customer reported that the safety system does not work completely correctly, i.e. It does not go in completely, even when pushing the white button one can see e that the safety system has indeed been started because the circle has disappeared. The needle is seen to go in but not yet activated the system fully for a correctly activated system.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-jul-2022. H6: investigation summary: our quality engineer inspected the samples provided for evaluation. Bd received three 20ga x 1.16in insyte autoguard bc pro winged units from lot number 2005377. Two of the devices were unsealed and the other was sealed. Unit 1 contained media and microscopic analysis discovered damage to the bottom end of the grip. Unit 2 retracted very slowly due to an excessive amount of gel. Unit 3 was the sealed device and it retracted as intended. The reported issue was confirmed. The grip may be damaged if there is any misalignment or jamming by the feeder. This would lead to partial retraction as seen in unit 1. During manufacturing, excessive gel may be due to an incorrect equipment setting (unit 2). A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters had needle safety retraction issues. The following information was provided by the initial reporter translated from dutch to english : the customer reported that the safety system does not work completely correctly, i.e. It does not go in completely, even when pushing the white button one can see that the safety system has indeed been started because the circle has disappeared. The needle is seen to go in but not yet activated the system fully for a correctly activated system.